Manufacturer narrative:
The insulin pump had no button response due to lcd keypad connector not plugged improperly. The insulin pump was received with cracked display window corners, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the esc button was unresponsive. The customer's blood glucose was 401 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with bolus. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.